Manufacturer narrative:
Pump passed the functional test including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. Detailed trace analysis confirmed power error alarm and low battery alarms were triggered when backup battery unloaded voltage (ul v lith) was less than 3.7v for 240 consecutive minutes. Detailed trace analysis confirms that the root cause is the non-sleep anomaly software error. Pump was received with scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the power error alarm recurred every 4 hours. The customer was unable to finish troubleshooting. The product was returned for analysis.